Event description:
It was reported to philips that the device had bent battery pca pins. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty battery pca. Based on the conclusion of the investigation, it was determined that this was a malfunction of the battery pca. The battery pca was replaced to resolve the noted issue. The device remains at the customer site. No further investigation or action is warranted.